Manufacturer narrative:
Patient's CT imaging depicts a crack/pars fracture of the lamina adjacent to the cerclage device. Device is intact. The device was not returned to spinal elements as it remain in-situ and therefore could not be evaluated. There is no plan for revision. Unknown factors include: patient's bone quality, patient activity at the time or prior to the event, the degree of spinal instability, stress and forces effecting the device or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) Root cause or specific failure mode cannot be determined.

Event description:
On (B)(6) 2024 the bone fixation cerclage device was implanted. Levels being treated were l2-l4. Reportedly on (B)(6) 2024 patient complained of pain. Upon further evaluation patient had a laminar pars fracture on right side adjacent to the fixation device. In the region of the fixation device the facet bone was intact. There is no plan to revise. Patient is feeling better and will continue to be monitored.